Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a downstream occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The downstream occlusion alarm was identified during functional testing. The cause of this condition was determined to be a damaged roller latch. To correct the condition, the roller latch was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.